Manufacturer narrative:
A patient experiencing a fractured extension was reported to abbott. The patient¿s extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that one of the extension had fractured. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.